Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a percutaneous ablation the antenna was placed inside the tumor and the water flow was good for 2 cycles at 100 watt around 6 minutes. At the third cycle the temp alert was on but the flow was still good. The water bag was feeling warm. The procedure was finished successfully with another emprint antenna. No patient injury.